Event description:
The pt, had a trach due to ards and a large mca cva. This was being monitored by a finger probe connected to a remote pulse oximetry machine. Alarms had been checked throughout the night. When the pt assistant entered the room at 7:02am, she noted the pt's trach sitting on her chest. A code was called and the pt was transferred to the ed. The pt expired in the ed. It is hypothesized that the pulse oximetry cable may have been pulled out by the pt resulting in a partial disengagement between the probe and the cable and/or the cable and the machine. With such disengagement, the machine remains on with the screen illuminated, but physiological data does not transmit from the pt to the machine and the alarm does not activate.